Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pre-loaded stylet wire broke inside patient. On (B)(6) 2019 it was reported that the nurse inserted the catheter per the IFU. The nurse aborted the procedure when she felt resistance between 10-15cm. The wire fragment was successfully retrieved during a venogram.